Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was unreadable. Reportedly, the lower portion of the touch screen was blacked out, blocking the graphics and text. Customer's blood glucose was 96 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.